Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele, rectocele, enterocele, and vaginal prolapse. It was reported that the complications were proctotomy x2, 1-5-cm proctotomy made vaginally and another 1-cm proctotomy made laparoscopically. It was reported that patient underwent a mesh removal on (B)(6) 2012. On (B)(6) 2012 the patient had another mesh removal done. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh and pelvicol were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.